Event description:
Rec'd info that the 840 ventilator malfunction while in use on a pt. It is unclear if the pt was removed from the ventilator. It was reported that no pt harm or injured as a result of the event. The customer reported to have passed the calibration then return the unit back to service.